Event description:
It was reported that a patient presented with grade 4+ functional tricuspid regurgitation (tr), artificial mitral valve, rheumatic disease, restrictive and thickened septal leaflet, and a pacemaker lead for a triclip procedure. It was noted that the pacemaker lead caused shadowing on the septal leaflet. While opening the third clip, an xtw, after crossing the tricuspid valve a posterior leaflet chordae had become stuck or entangled behind the lateral gripper. The clip could not come free of the entanglement and the gripper function was inhibited. The clip could not be advanced or retracted due to the entanglement. The clip was placed with a firm grasp of the septal leaflet and the best possible grasp of the posterior leaflet. During the deployment procedure, after exposure of the lock line, but prior to removal of the lock line, the lateral leaflet had detached from the clip. The lock lever and lock line was reassembled. The clip could be unlocked and the septal leaflet was released. The clip was then inverted and retracted into the right atrium (ra), closed and removed from the patient. A new xtw was prepared and implanted with no further issues. Entanglement was likely caused by advancing the clip into the ventricle fully closed, rather than slightly open (60 degrees), as per instructions for use (IFU). The procedure ended with grade 2 tr. There were no adverse patient sequelae.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported improper or incorrect procedure or method was due to the user advancing the clip into the ventricle fully closed. The reported difficult positioning in anatomy associated with the clip being entangled in chordae was likely due to the reported improper or incorrect procedure or method. The reported single gripper actuation issue and unable to capture leaflets were due to the reported difficult positioning in anatomy. There is no indication of a product quality issue with respect to manufacture, design, or labeling.